Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. (B)(4). The device was not returned for evaluation. A correlation between the device and the reported events could not be conclusively determined. Device thrombosis, hemolysis and heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the submitted system controller log file showed an upward trend in power and flow values as well as a downward trend in average pulsatility index values over time; based on past experience and similar reported events, these changes in pump parameters could be indicative of potential pump thrombosis. In addition, the data recorded in the submitted log file showed that both power cables were disconnected from an external power source on (B)(6) 2015; however, the system resumed operation on the emergency backup battery and support was not interrupted due to the event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with suspected pump thrombosis and was not a candidate for a pump exchange. The patient reportedly had heart failure symptoms, a lactate dehydrogenase (ldh) greater than 2000 u/l and hematuria. The manufacturer's technical services representative reviewed the provided log file, which showed that there were no atypical events. One total loss of external power event was captured on (B)(6) 2015 that occurred while the pump was being switched from battery power to the power module. The backup battery supported the system during the event. On (B)(6) 2015, the patient's inr was 3.1 and ldh was 2800 u/l. The patient was in the process of being transferred to hospice care but expired on (B)(6) 2015 of acute heart failure secondary to volume overload. No additional information was provided.